Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed to the sample using naked eye, no defect was observed that generated no flow. All components are correctly placed and per specifications. Pressure test and clear passage under water was performed. The sample was tested under water and the results were not satisfactory. The reported no flow was verified. The cause was due to an occlusion on tubing with drip chamber which corresponds to an excess of solvent in manual assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a clearlink continu-flo solution set. This was observed during an unspecified process step; however, there was no patient involvement. No additional information is available.